Event description:
It was reported that the patients' triathlon tibial insert was revised due to range of motion issues.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 6 16mm ps insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(6).